Event description:
Nc trek coronary dilatation catheter 5.00 lot #: 20609g1, exp date: 05/31/2025, balloon detached from deployment catheter, the surgeon used a snare to remove it and inspected and verified to be intact.